Manufacturer narrative:
Event summary: the patient data files showed at least twenty-four applications were performed with catheter 2af283 / 23951 without any system notices on the date of event. Higher temperature profiles were noticed at applications one and eleven. Several applications were noticed displaying inflations without ablations. Visual inspection of the balloon catheter showed the mapping catheter was stuck inside the catheter. Smart chip verification showed that the catheter has been used for twenty-four injections. Further check the devices under the x-ray showed that all the mapping catheter electrodes were stuck inside the catheter. System notice (#(B)(4)) indicating that ¿the safety system detected fluid in the catheter and stopped the injection¿ immediately appears upon connecting the catheter to the console. Unable to perform the performance test due to persistent system notice (#(B)(4)). Dissection showed a guide wire lumen kink and breach at 1.39 inches from the tip inside the balloons. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.